Event description:
The customer reported the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The choker connecting to the power signal board was found loos. The choker was reseated. The system was tested and found to be working as intended and returned to service.